Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent had moved from the marker position. The 95% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). A guide catheter was engaged to the rca then a non bsc guide wire was advanced and crossed the lesion. Predilation was done using a semi-compliant balloon catheter and intravascular ultrasound (ivus) was performed to check the lesion. Then a 38 x 3.50 promus premier¿ stent was advanced but failed to cross the lesion. The lesion was again dilated using the semi-compliant balloon catheter however the 38 x 3.50 promus premier¿ stent still failed to cross the lesion. The device was removed and it was found out that the stent had moved from the marker position. The procedure was completed with another of same device. No patient complications were reported and patient's status was good.